Event description:
It was reported that variable high impedance was noted on the lead. At revision, blood was found in the device header. The physician attributed this as the cause of the impedance anomaly. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported impedance anomaly was confirmed via review of the fast path summary. Device testing found no anomalies and the device met all specifications. The cause of the anomaly was not determined but could have been caused by a connection issue.